Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: 00840002507 ulnar component plasma sprayed size 5 75 mm length right for cemented use only 65106489. 00840009500 articulation kit size 5/6 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize 65096034. 00840009000 humeral screw kit 2 humeral screws 65529475. G2: foreign- UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 - 02410.

Event description:
It was reported that the patient underwent a second revision approximately one year later due to pain, loosening of the ulna component, and triceps tendon rupture in the right elbow. No additional patient consequences were reported.